Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pocket stimulation at the ipg site and uncomfortable stimulation. Patients leads had high impedances and one of the leads was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients' system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.